Event description:
It was reported, "adverse event crf received stating pt underwent closed reduction under anesthesia. Pt dislocated hip while getting up from sitting position in a low ottoman".

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.